Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the customer provided images and video confirms part number eic5872-01 and lot number 2038629. The image and video show the packaging being opened and the plastic tray not sealed. There are seal residue inconsistencies along the border of the tray. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. A review of the heat seal visual workmanship standard found the visual inspection for the seal is performed and verified for compliance. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with manufacturing. A quality alert has been initiated to address the complaint. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10:h3, h6: the reported device was returned for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging was returned to verify. However, a review of the customer provided images and video confirms part number eic5872-01 and lot number 2038629. The image and video show the packaging being opened and the plastic tray not sealed. There are seal residue inconsistencies along the border of the tray. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the heat seal visual workmanship standard found the visual inspection for the seal is performed and verified for compliance. The root cause was associated with manufacturing. A quality alert has been initiated to address the complaint. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during set up or inspection before tonsillectomy surgery, it was found that the sterile pack of the evac 70 xtra coblator ii was found opened while nurse was preparing for surgery. The procedure was finished with a smith and nephew backup device. No surgical delay. Patient injuries were not reported.